Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. The reporter alleged that the up arrow and down arrow buttons were unresponsive. It was also noted that the keypad cover was torn over the up arrow and down buttons. The reporter also stated that there was evidence of moisture inside the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: evaluation revealed there was moisture visible in display. The keypad was torn over up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up and down arrow buttons do not respond to presses; all other buttons respond to presses appropriately. There was no contamination under the keypad buttons. The keypad found to leaking and moisture was found on the pcb.